Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported lead was over torqued which prevented insertion of the stylet. Analysis was normal. No anomaly was found.

Event description:
It was reported that the atrial lead exhibited erratic pacing and sensing threshold. It was noted that there was trouble inserting the stylet into the lead. The lead was not implanted.